Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized in mid (B)(6) for high blood glucose. The blood glucose was 1026 at the time of the incident. The customer declined troubleshooting for the high blood glucose. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.